Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested, unavailable at the time of this report.

Event description:
It was reported to philips that the device did not deliver the shock when external paddles were used. The users used another defibrillator to treat the involved patient.